Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patients are not crossing to station due to software problem. A technical support specialist opened the configuration and removed str-proc from int then saved the configuration now the message are released. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system two patients are not crossing to station. The customer reported that users were unable to remove the medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.